Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on keypad traces noted. The keypad connector was fully locked. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call, the customer was hospitalized due to diabetic ketoacidosis which had reported. Customer sated she was trying to rewind the device but she is stuck on the screen and the down arrow button wouldn't respond. Customer's blood glucose was 497 mg/dl. Troubleshooting was performed and the device was unable to exit the preparing to prime loop. Customer's spouse was advised to discontinue use of the device revert to back up plan. The device is returning for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. No prime/fill anomaly noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly. The insulin pump had minor scratched lcd window.